Event description:
Aspiration was noted through the sideport. No pt injury reported.

Manufacturer narrative:
One 8f introducer was received for eval; no other components or original packaging were received. Review of the device history record confirmed this lot met mfg requirements prior to shipment. In conclusion, leak testing of the returned introducer revealed air aspirated through the side port. Additional testing revealed the mfg slit in the hemostasis seal was not within spec which caused reported event. This was determined to be a random, isolated event. It could not be determined if the slit was torn or was mfg with an extended slit.